Event description:
Customer reported that she had been experiencing high blood glucose more frequently and that the insulin pump had a chip in the plastic by ther reservoir compartment. Customer stated that the damage occurred after putting a new reservoir into the insulin pump. The blood glucose reading was 600 mg/dl. Customer treated with manual injection. Customer stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit. The insulin pump passed the high pressure test. Customer was advised to remove the infusion set and stated that the cannula was not bent or occluded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with a cracked display window corner, reservoir tube lip, and minor scratches on the display window.